Event description:
It was reported that the atrial lead was removed for sensing difficulties. The atrial lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.